Event description:
The facility representative reported a fail code 570 during biomed testing. The hospital representative stated that there were no reportes of patient injury or medical intervention.